Event description:
A customer observed negatively biased tsh results on a patient sample. The result was not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into the event showed that qc performance was acceptable, and no instrument error codes were identified. Analyzer maintenance was up-to-date and properly performed. An ocd field engineer determined that the universal wash reagent tubing had a leak. The tubing was replaced and other adjustments made. The service actions have returned the analyzer to expected operation. The root cause of the event is instrument related.